Event description:
Information received indicates there are no functions from the right siderail due to fluid on the right ucm around the siderail cable.

Manufacturer narrative:
The technician replaced the siderail cable to repair the bed.